Event description:
It was reported that during a colon procedure, the clips were delivered acrossed. After the first clip, the clips were not properly released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.